Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- visual analysis of the returned sample revealed that matneu scr ø1.5 self-drill l4 tan 1u I/c the thread of the screw looks slightly chipped off. No other issues were identified. The dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the matneu scr ø1.5 self-drill l4 tan 1u I/c. While no definitive root cause could be determined, it is probable that the matneu scr ø1.5 self-drill l4 tan 1u I/c was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : DHR cannot be performed as the lot number is unk. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Of the 2 devices reported 0 devices were received for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report summarizes <noe> 1 </noe> malfunction events involving a total of 2 actual devices for broken screws. Patient¿s demographics were provided for some of the events as follows: patient¿s age range unknown years old. Patient¿s weight range ¿ unknown pounds. Gender ¿ 0 female, 0 male, and 1 unknown.